Manufacturer narrative:
The cause was isolated to the power pcb assembly. The device can no longer be repaired. The customer was offered a replacement device.the device has been returned to the customer, per their request, therefore further root cause could not be determined. The cause of the reported issue was isolated to the power pcb assembly.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.